Event description:
It was reported that patient experienced a worsened right leg pain despite reprogramming attempt. It was noted that the entire lead in ab port was fractured. An x-ray was taken and showed lead migration and high impedance on the lead.

Manufacturer narrative:
Exact date unknown, event occurred several months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7075329.